Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalized high readings and occlusions from the reservoir. The customer's blood glucose reading was 514 mg/dl. The customer was hospitalized for high readings and ketones. The customer was treated with IV fluids at the hospital. The customer stated that he received no delivery during a bolus. The customer also received no delivery alarms from the pump. The customer reported that the alarm was resolved by a complete set change. The customer declined to troubleshoot for high readings.